Event description:
It was reported that the customer received a motor position encoder error and then a motor error alarm while trying to rewind. The customer stated that he was prompted to reset the date and time but the insulin pump continued to error during attempts to rewind. The customer's blood glucose was 84 mg/dl. The customer stated there were no significant events leading up to the alarms. The customer stated that they were unable to complete the rewind sequence during troubleshooting. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.